Event description:
It was reported a 512sd was used during a laparoscopic adrenalectomy procedure. It was reported by the affiliate the surgeon experienced at the end of the procedure significant leakage. They did not look for what caused the problem in detail and sealed it by pressing the finger on the trocar or by placing an instrument into the trocar. The pt might have to be reoperated as the ring has not been found.